Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery. A 24 x 2.75mm promus premier stent was implanted for treatment. However, post-deployment, an edge dissection was noted. Another 2.50x28mm promus premier was used to cover the edge dissection and completing the procedure. No further patient complications were reported and the patient's status was stable.